Event description:
It was reported that during the ankle arthrodesis, the tip of the screwdriver twisted and broke off while the screw (6.5 mm headless compression screw) was being inserted. The broken pieces were retrieved from the patient. In addition, a guide wire (not an arthrex product) became lodged in the screwdriver. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a different device. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.